Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via manufacturer representative that during the procedure the handpiece overheated within ten seconds, it was so hot that it cannot be touched. A backup handpiece was used. Troubleshooting was done by changing to different attachments. There was no delay in the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that the customer's reason for return was not confirmed. Pre-temperature test performed at 60k after 5 minutes the front temperature was 89f, rear was 89f, and the ambient temperature was 78f. There were no anomalies found. The handpiece has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.